Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "patient disconnect" alarm and was not displaying the tidal volume and/or flow rate waveforms. The device was in clinical use when the issue occurred. It was reported that there was a delay in therapy; the device was removed from service, and the patient was provided with high flow humidified oxygen therapy. The customer reported that the v60 ventilator displayed a "patient disconnect" alarm and was not displaying the tidal volume and/or flow rate waveforms. The customer reported that the device was inspected and confirmed that the connections were intact. The customer reported that the alarms were inaccurate, and the device could not be operated as normal. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital had a third-party dealer replace the flow sensor assembly to resolve the issue. The device was returned to service.